Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported the orthodontist recommends ceasing treatment since multiple underlying issues, incorrect mechanics, and patient's occlusion to achieve proper tooth movement with successful results. Patient initials: (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.